Event description:
It was reported that the pump failed the accuracy test. The accuracy test was 6.4 percent and 7.6 percent. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one device was received for evaluation. Visual inspection found the device in used condition. There was no evidence in the event history log. Functional testing was unable to verify the reported issue. It was determined that the dso seal was the most probable root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.